Manufacturer narrative:
Since event date is unknown, the date of reintervention for type ia endoleak was chosen as the event date. A review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. According to the physician, the conical proximal neck anatomy and possible non-flush deployment of the trunk ipsi-lateral leg endoprosthesis, below the lower renal artery, may have led to inadequate proximal sealing and the subsequent type ia endoleak. However, the device itself remains implanted and could not be investigated, and the images enabling direct assessment of product performance were not provided. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause. As per instructions for use (IFU), possible adverse events and complications that may occur with the use of gore® excluder® aaa endoprosthesis include, but are not limited to: endoleak. H6: add code b31. B31 could not be added in the system, however it is explaining one type of performed investigation. Code c24 reflects the results obtained after reviewing the information provided by the healthcare professional (b15). Code c20 reflects the inability to evaluate the returned device (b20), the absence of the device serial number required to conduct a product history record review and the lack of information regarding the patient's condition (b22). Code c19 reflects the results of the historical data analysis (b11) and labeling review (b31). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On an unknown date, described as approximately five years ago, the patient was treated with gore® excluder® aaa endoprosthesis (trunk ipsi-lateral leg) and gore® excluder® iliac branch endoprosthesis that were successfully implanted. On an unknown date, a type ia endoleak was identified on the trunk ipsi-lateral leg endoprosthesis. No detailed procedural or follow-up information has been provided. According to the physician, the conical proximal neck anatomy and possible non-flush deployment of the trunk ipsi-lateral leg endoprosthesis, below the lower renal artery, may have led to inadequate proximal sealing and the subsequent type ia endoleak. On (B)(6) 2026, the patient had reintervention for type ia endoleak repair. Gore® excluder® aaa endoprosthesis (aortic extender) was successfully implanted. The patient tolerated the procedure.